Event description:
A pt was treated with a gore vaibahn endoprosthesis for a treatment of popliteal artery aneurysm (paa). At initial post-operative f/u, everything seemed to be going well. However, after about three months, the pt presented with ischemictoes. Imaging revealed that the device was open when the pt's leg was straight. However, when the pt's leg was bent, the device appeared to kink. A bypass was performed to restore blood flow to the foot/toes, and the pt was transferred to another hospital for treatment of the ischemic limb.

Manufacturer narrative:
A lot number was not reported for this event and the device remained implanted. Therefore, testing methods could not be performed. As reported, the young pt's recreational activities included martial artist and horseback. These activities may have involved excessive bending, and/or repeated and extreme flexion of the knee. As indicated in the device's instructions for use warnings section, "w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabhan endoprosthesis in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the antecubital fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the antecubital fossa may result in compromised performance or failure of the endoprosthesis."